Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the power supply, which resolved the issue, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) central processing unit (cpu) failed during power on self tests (post). There was no pt involvement.